Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the worsening paravalvular leak (pvl) is unknown. However, it could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), three months after the implant of a 26mm sapien 3 case in aortic position, patient was hospitalized due to paravalvular leak (pvl) causing acute pulmonary edema  and heart failure. The patient was transferred from one hospital to another hospital after presenting with acute pulmonary edema for the second time in one week. On transthoracic echocardiogram (tte) it was found that the paravalvular leak had progressed from trivial post tavi to moderate. A bav was performed which has reduced the pvl to mild. As per medical opinion, it is not possible to determine the reason for this leak. The patient¿s native annulus diameter measured 20 x 32mm, perimeter 82mm, and area 483mm, with moderate calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.